Manufacturer narrative:
The device was not explanted. The sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to a possible infection. Nevro attempted to obtain a medical assessment regarding the nature of the infection but the treating physician did not have a diagnosis. The patient has recovered and is currently using the device. There have been no reports of further complications regarding this event.